Manufacturer narrative:
The device was not returned for analysis. The patient effects of dissection, fistula, hemorrhage and stenosis are listed in the proglide instructions for use as potential adverse event associated with use of the suture mediated closure devices. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. The reported patient effects are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature article title ¿suture- or plug-based large-bore arteriotomy closure a pilot randomized controlled trial.¿

Event description:
It was reported through a research article identifying proglide devices that may be related to bleeding, blood transfusion, dissection, stenosis (both requiring prolonged balloon dilatation), arteriovenous fistula, use of a second device, manual arterial compression, extended hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled "suture- or plug-based large-bore arteriotomy closure. A pilot randomized controlled trial."